Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, the piece of the tip of procise lw coblator ii, broke off. It is unknown when the event occurred relative to surgery, how the procedure was finished or if there was a surgical delay.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports a broken tip for the procise lw coblator wand. It is unknown if the breakage occurred during surgery or if any pieces were retrained in the patient. Based on the limited information provided the root cause of the reported wand electrode breakage could not be determined.no further medical assessment can be rendered at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6 (health effect - impact code).